Event description:
It was reported the patient is deceased and died approximately five months post implant of the implantable pulse generator (ipg) system. Additional information provided reported the cause of death as "arrhythmia" but were unable to determine the cause of the arrhythmia. The patient is further reported to have died suddenly and there were no known device issues. Additional information related to the circumstances of death have been requested.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; 5076-45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.